Event description:
Device report from synthes (B)(4) reports an event in netherlands as follows: patient was implanted with pfna hardware on an unknown date in (B)(6) 2012. Reportedly, the pfna long implant broke post-operatively. Patient was returned to the or on an unknown date for removal of hardware.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Reported date of implant was (B)(6) 2012. A 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record has been requested.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Dates determined during DHR review. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions of the broken pfna nail and the pfna blade were checked and found to be in compliance with the technical drawings and ao asif specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832-11. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded.